Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of device to endometrium'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation of uterus') in a 43-year-old female patient who had essure (batch no. 689937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advil, metformin and tylenol. Concurrent conditions included diabetes. Concomitant products included metformin since 2007 for diabetes as well as ibuprofen since 2017 and paracetamol (tylenol) since 2017. On (B)(6) 2010, the patient had essure inserted. In may 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines / headaches"), bacterial vaginosis ("bacterial vaginosis"), anxiety ("mental anguish") and headache ("headaches"). In june 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pollakiuria ("urinary frequency") and stress urinary incontinence ("stress incontinence"), 2 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and device expulsion ("migration of essure device- location of device endometrium"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and urinary tract infection ("infection: urinary"). Essure treatment was not changed. At the time of the report, the embedded device, fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, depression, fatigue, migraine, bacterial vaginosis, pollakiuria, stress urinary incontinence, anxiety and headache outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pollakiuria, stress urinary incontinence, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2010: results: unilateral occlusion (left tube occluded). Diagnostic results: as and tvs revealed an anteverted normal uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of device to endometrium'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation of uterus') in a (B)(6) year old female patient who had essure (batch no. 689937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advil, metformin and tylenol. Concurrent conditions included diabetes. Concomitant products included metformin since 2007 for diabetes as well as ibuprofen since 2017 and paracetamol (tylenol) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines / headaches"), bacterial vaginosis ("bacterial vaginosis"), anxiety ("mental anguish") and headache ("headaches"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pollakiuria ("urinary frequency") and stress urinary incontinence ("stress incontinence"), 2 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and device expulsion ("migration of essure device- location of device endometrium"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and urinary tract infection ("infection: urinary"). Essure treatment was not changed. At the time of the report, the embedded device, fallopian tube perforation, uterine perforation, device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, depression, fatigue, migraine, bacterial vaginosis, pollakiuria, stress urinary incontinence, anxiety and headache outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pollakiuria, stress urinary incontinence, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: results: unilateral occlusion (left tube occluded). Diagnostic results: as and tvs revealed an anteverted normal uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event " perforation of uterus" was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.